Event description:
It was reported that the patient's device is at end of service and cannot be communicated with. It was also noted via clinic notes that the patient has been experiencing an increase in seizures since (B)(6) 2011 and was hospitalized on (B)(6) 2011 for a cluster of seizures (4 seizures in 2 hours). His medication was increased and he was seizure-free for 9 days. In (B)(6) 2011, the vns could not be communicated with, however, it is unknown when the generator's battery died and if it is causing the seizures. Per clinic notes, it is difficult to pinpoint what triggered the patient's cluster of seizures, but the patient may have "some viral infection" that could have caused the seizures, or a "metabolic abnormality." Clinic notes dated (B)(4) 2011 indicate that the patient has been having 7-10 seizures per month for the past 3 months. Generator replacement surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.

Event description:
Further information reveals that the patient underwent prophylactic generator replacement surgery on (B)(6) 2012. Per physician, the increased seizures may be due to the vns, but may have been scondary to an underlying infection. The increased seizures are below pre-vns baseline levels. The patient only had one type of seizure that increased. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the seizures. The generator was returned to the manufacturer, but analysis is pending.

Event description:
Analysis was completed on the returned generator. Upon analysis, the device was found to be at expected end of service. No other anomalies were noted.